Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer¿s blood glucose was 475 mg/dl. Customer treated high blood glucose with bolus. The customer reported that insulin pump is stuck in the rewind loop. Advise customer to hold down act until they receive 2nd series of beeps and/or numbers appear on the display. Customer stated that they received 2nd series of beeps. Customer declines to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.